Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported removing the adc freestyle libre sensor after 5 days of wear and noticing a red bump at the sensor site. After a few days, the customer "got an infection" and had contact with a doctor who prescribed augmentin antibiotic oral tablets for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in initial report. Brand name has been updated.

Event description:
Customer reported removing the adc freestyle libre sensor after 5 days of wear and noticing a red bump at the sensor site. After a few days, the customer "got an infection" and had contact with a doctor who prescribed augmentin antibiotic oral tablets for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: reader (B)(4) was also returned. Visual inspection was performed on the returned reader and no issues were observed. The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported removing the adc freestyle libre sensor after 5 days of wear and noticing a red bump at the sensor site. After a few days, the customer "got an infection" and had contact with a doctor who prescribed augmentin antibiotic oral tablets for treatment. There was no report of death or permanent injury associated with this event.